Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings:the complaint could not be confirmed or duplicated on investigation. The display screen was fully illuminated and fully functional when the pump was powered on. Visual inspection revealed that the battery compartment was cracked. The battery cap was able to secure properly to the pump. No power loss was observed. There was evidence of moisture corrosion observed inside the battery compartment and on the battery cap. The pump casing was opened and moisture residue was observed on internal pump components.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (blank screen) issue. The distributor stated that the pump had a blank display screen, but had audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.